Event description:
On (B)(6) 2007, otodynamics ltd was advised by (B)(4), its distributor in (B)(4), that a power supply unit attached to an otoacoustic emission analyser instrument [model ilo288 echoport with (B)(4)] had overheated and had emitted smoke sufficient to activate an automatic fire alarm system. Number of patients involved: none.